Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. The cd from the reported issue was sent to medtronic for evaluation. Testing found that the cd encountered read errors, concluding that the cd was the probable cause of the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. The system performed as intended. The navigation system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that when exams were loaded via cd, the transfer would complete, but when they go to exit the import/export screen, the system would become unresponsive. They hard rebooted the system and the patient would not appear in the select patient screen. There was no patient present when this issue was identified. Additional information received later the same day reported the site was able to load an MRI exam via cd when the system was tested. The representative was going to attempt to have pacs push the initial CT image to the navigation system to see if any issues arise.